Event description:
No change to initialy reported event.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: device damaged. Event summary: during a left, cementless total hip procedure at hopital santa cabrini, canada, on may 08, 2018 the trial neck adapter broke during routine use. Nothing fell into the patient. The surgery could be completed by using another trial head of the same size. Neither harm or injury to patient/operator nor a surgical delay has been reported. Review of received data. No medical data such as x-rays, photographs, surgical notes or any other case-relevant documents received. Due to patient privacy policy no patient information will be provided. Devices analysis. Visual examination: the trial head shows normal signs of usage on the upper, outer surface. On the mating part, one out of the six cut-ins is damaged. The material is plastically deformed but still attached to the device. Based on this visual examination the complaint can be confirmed. Measurements: as the instrument experienced plastic deformation no measurement was taken. Functional test: as the instrument experienced plastic deformation no measurement was taken. Review of product documentation: compatibility: no compatibility check can be performed as only one product has been reported. Root cause analysis root cause determination using rmw: instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument breaks due to degradation of material due to cleaning and sterilization possible, as it is unknown how often the device has been reworked (cleaned and sterilized), this cause cannot be excluded. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling possible, as the deformation indicates the application of a high force. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling possible, as the deformation indicates the application of a high force. Instrument breaks or deforms due to off-label / abnormal-use possible, as the deformation indicates the application of a high force. Conclusion summary based on the returned product and the given information the complaint could be confirmed. During a left, cementless total hip procedure the trial neck adapter broke during routine use. Nothing fell into the patient. The surgery could be completed by using another trial head of the same size. The visual examination confirmed the plastic deformation of the device, close to the connection to the stem. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. However, in case of the application of a high force or a wrong directed force, it is possible that plastic deformation is generated. Therefore, based on the given information and the results of the investigation, we identified the application of a high or a wrong directed force as the most likely root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the instrument broke during surgery. Nothing fell into the patient. The surgery was completed using another head trial.